Event description:
Procedure type: unk. According to the reporter: attached to the endo stitch handle there was a handwritten complaint that states: they had sutured the uterosacral ligament and then were suturing the cervical serosa when the needle broke. No instruments were touching the endo stitch. Add'l info requested via email.

Manufacturer narrative:
(B)(4).